Event description:
It was reported that a system error 2240 (air in line/set) occurred during use on the homechoice. The home patient (hp) indicated during troubleshooting that they had disconnected from the set up without using proper procedures and had reconnected to the set up. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.